Event description:
Device #2 malfunction: none. Symptoms/ae: hypotension. Time of symptoms/ae: post-procedure. It was reported that in 2008, an xact stent was successfully implanted in the critically stenosed right internal carotid artery (rica). Follow-up carotid ultrasound showed abrupt increase in velocities in the right carotid area of the xact stent implant. Carotid arteriogram on approx seven months later, revealed greater than 90% rica in-stent restenosis with stent fracture. The patient was asymptomatic. On two days later, the in-stent restenosis and stent fracture were successfully treated with angioplasty and xact stent (9x20) implantation with 0% residual stenosis. Postprocedurally, the patient developed hypotension that lasted for more than 48 hours and was treated with neo-synephrine drip and midodrine. The patient was discharged home on three days later. At the time of discharge, his previously prescribed antihypertensive medications were held. Though requested, no additional information was provided.

Manufacturer narrative:
The stent remains in the patient. The lot number was provided. Review of the device lot history record is forthcoming. The first xact stent (lot 36004-6g) is being filed under medwatch# 9616695-2008-00156.